Event description:
Reporter indicated that the (B) (4) handheld computer was not functioning properly. Some of the menu options would be grayed out and could not be selected. The physician stated that this has occurred before and it was unk whether or not the physician was unable to interrogate and perform device diagnostics. A replacement handheld device was sent to the physician and good faith attempts to have the other handheld returned for product analysis have been unsuccessful to date.